Event description:
A possible check valve failure was reported. The nurse was administering chemotherapy to a pt and noticed the chemotherapy backing up into the primary set. The nurse closed the roller clamp and then changed out the tubing. She reported that the pt may have lost about 8% of the medication into the primary bag. There was no pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received and the eval is pending. A f/u report will be submitted with the results of the investigation once it has been completed.